Event description:
Patient stepped with both feet on the step at the foot of the exam table and the table upended causing the patient to loose his balance. In an effort to avoid falling the patient twisted his knee.======================health professional's impression======================uneven distribution of weight